Event description:
It was reported that the motor stalled. The pump restarted itself after a quarter of an hour. A second motor stall occurred in 2009. The patient heard the pump alarm. The pump could not be restarted by the physician the next day. The pump was replaced. The patient felt fine following the replacement, and the new pump was working properly. The pump contained morphine 800 mg/40ml (concentration: 20 mg/ml).